Event description:
It was reported that after implantation, the right ventricular lead helix felt funny to the physician. The lead was explanted and replaced. The patient was doing well post procedure and would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).